Manufacturer narrative:
Additional info: b5.

Event description:
06/09/2023, the following additional information was received: the event occurred on june 1 during an ac joint recon case. The product was discarded and replaced with a new one with different lot number. No photos/videos captured.

Manufacturer narrative:
Additional information: b3, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-2270 button cut the sutures. This occurred during a case, the sutures were put through and got cut. Another device was opened and used to complete the case.